Event description:
The patient reported that she experienced a blood glucose (bg) of 29.0 mmol/l with a headache and weakness. The patient reported that when she primed, instead of seeing drops of insulin she saw foam. The patient reportedly went to bed and (B)(6) her bg was 29 mmol/l. The patient reportedly changed the cartridge, infusion set and site and her bg decreased to 25.0 mmol/l; the patient's bg remained at 25 mmol/l and she took a correction injection. The patient reported that there were no visible defects or leaking in cartridge or tubing. The patient reported that there was no moisture noted in the cartridge compartment. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: no product was returned; a retain sample was evaluated by product analysis on (B)(6) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were observed to the luer connection, o-rings, plunger, or cartridge body. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings or anywhere else in the cartridge. A force test was performed with no failures.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.